Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's front case and battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was unable to obtain readings through the paddles lead ECG. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.